Event description:
Dr. Complained that bovie machine was not working properly. Bovie machine checked. Grounding pad placement checked-noted to be partially sliding to pts. (R) thigh. When removed a blister size of 1 dime noted. Dr. Made aware of the burned area. Please see attached copy for the follow-up done by clinical coordinator. There are 3 considerations to include with regards to cause of incident. 1) the grounding pad may be defective-cannot rule out, although the investigation done by the manufacture came out negative default. No outside company investigation has been done at the presentinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, visual examination. Results of evaluation: none or unknown, invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by manufacturer/distributor representative, inserviced by other facility staff, other. Invalid data - on device destroyed/disposed of status.